Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 38 poly trials are damaged with scars and missing plastic in areas surgeon and spd wanted them replaced. Protective plate is bent and won¿t sit flush on the bone. The reamers are dulled and have burrs . These items were pulled out of the sets and not used in a case.